Event description:
It was reported that the patient was implanted the day of the report and was having difficulties with the stimulator. The patient needed to get stimulation turned down and she couldn¿t determine what to do. The patient was unable to turn her stimulator off and it was shocking her. The manufacturer representative immediately followed up with the patient at the hospital and reeducated her on how to use the stimulator. Everything was resolved at that time and the patient was doing well at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).